Manufacturer narrative:
It was reported by customer that volume leftover at end of infusion. One photo was submitted by the manufacturer of the medication bag attached to an infusion set. Evaluation of the medication bag photo shows that there is medication left in the bag that has not infused. Although the picture submitted shows medication is still left in the infusion bag, it cannot be determined if there was an issue with the infusion tubing set, the medication bag or the infusion pump, because a physical sample was not submitted for testing. The customer complaint of flow issues - accuracy of the infusion set could not be confirmed. A root cause of the failure could not be determined because a physical sample was not submitted. A device history record review could not be performed because the lot number is unknown.

Event description:
Material # unknown. Batch # unknown. It was reported by customer that volume leftover at end of infusion. Verbatim: rcc received a complaint via email. 4. Under infusion: pertuzumab 250ml IV bag vtbi with overfill 284ml at 568ml/hr. Baxter IV bag. Duration 30 min. Started at approx.. 9:30am. Bag observed to be very full with little to no air. Regular tubing. A. At 10:00am - volume leftover when the infusion should have ended. Nurse added an additional 25ml to empty the IV bag. After the additional 25ml completed it was still not empty, another 10ml was added and then the bag emptied. Back primed per usual process for flush. B. Volume leftover:

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was under infusing. The following information was received by the initial reporter with the following verbatim. It was reported by customer that volume leftover at end of infusion.